Event description:
The pump was returned for investigation. Investigation revealed damaged threads on the battery compartment. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment threads were found to be damaged. This resulted in a power loss during testing.